Event description:
It was reported there were high impedance values on some of the bipolar pairs of the lead. Impedance pairs with 1-3 were above 4000 ohms at default settings. It was reported that "case combos were normal range - c0 = 1400 ohms and c1-3 were all 1111." They tried to wipe down the lead and reinsert in the implantable neurostimulator (ins) several times with the same impedance results. It was then reported that the setscrew on the ins would not tighten and the lead could be pulled right out of the ins so the ins was replaced. The impedance values were still off with the same pairs so the lead was also replaced and all values were then reported in the normal range. Post-operatively the patient was getting stimulation in target area and was "doing fine." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889blue_lead, lot# vaoomgu. Product type: lead. (B)(4).